Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
No bends nor kinks were observed to the soft cannula. Blood was not observed on the device. Inspection of the device found no issues capable of causing the reported bleeding/bruising.